Manufacturer narrative:
The returned device was evaluated and investigation found that the device could not establish communication with the pdm. The pcb was inspected and no damage or abnormalities were found. The reported event could not be determined. A dent was found on the reservoir. No damage was found on the housing. The cause of the damage is unknown. The dent did not prevent insulin from passing through the fluid path. The top and middle batteries had low voltages. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 400 mg/dl while wearing the pod between 24 and 36 hours. The pod¿s was worn on the arm. For treatment, the patient changed out the pod for a new pod and gave a manual injection of 13 units.